Event description:
During coronary arteriography and ptca/stent circumflex attempted removal of the .014 extra support guidewire resulted in a fracture of the tip and residual portion of the wire in the proximal circumflex.